Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The investigational analysis completed (B)(6) 2019. The device was inspected and the hub cap, valve, and silicone ring were found detached from the hub. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the hub cap cannot be determined. However, an internal corrective action was created to investigate this issue. Manufacturer reference no:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. In the initial report, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. On 4/12/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Additionally the expiration date of: and manufacture date of: were provided. Manufacture reference no: (B)(4).

Manufacturer narrative:
After further review, a correction is being made to the investigation summary as it was not part of an internal corrective action. Manufacture reference no: pc-000415906.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on (B)(6) 2019, and found the brim cap separated from the valve. These findings coincide with what is being reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The hemostatic valve broke off the vizigo sheath. The sheath was changed and the issue resolved. When the dilator was removed, after the sheath was placed in the body, the valve came off with the dilator. No adverse patient consequences were reported. The hemostatic valve separation issue has been assessed as MDR reportable.